Event description:
It was reported that the user experienced repeated nocturnal low blood glucose events, including a prolonged episode lasting about 90 minutes with a nadir of 56 mg/dl, and a subsequent low to 62 mg/dl overnight; the user treated with oral glucose and was scheduled for additional training. Customer care provided support that included recommendation to reach out to the clinical team. Investigation of this case revealed no findings available and insufficient information to establish a device-related issue, and the cause was not established. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.